Manufacturer narrative:
Device evaluation: the product was not returned for evaluation; therefore, a device evaluation could not be performed. The reported complaint was not verified. Manufacturing records review: as the lot number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Lot#: unknown, information not provided. UDI number: only a partial UDI number is known, as the lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted, give date: not applicable. Cartridge is not an implantable device. If explanted, give date: not applicable. Cartridge is not an implantable device. Device manufacture date: unknown, as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that platinum 1 inserter dk7796 was pushing the rod outside of the platinum cartridge 1mtec30. The event occurred during handling and prior to insertion. Additional information was received and it was learnt that the cartridge tip was cracked. No patient contact reported. No further information was provided.